Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2018 a loss of telemetry monitoring occurred at the central monitor. No injury was reported as a result of this event.

Manufacturer narrative:
The telemetry module housing was received at spacelabs¿ equipment service center for repair. The reported problem was verified. The power supply pcba and battery assembly were replaced. The repaired unit passed all functional tests and was returned to the customer. This report is complete and this particular issue is considered closed.